Event description:
It was reported that none of the buttons on the patient's infusion device were functioning. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(4).